Event description:
I used fasteeth, fixodent, and poligrip ever since I received dentures (full) in 1969. While I was using fixodent, I began to have numbness and tingling in my extremities. I was diagnosed with an abnormal condition of the nerves. Blood tests taken at the time showed that I had low levels of copper and high levels of zinc in my blood. The condition is permanent and needs continued care. Dose or amount: denture cream, frequency: twice daily, route: oral. Dates of use: 1973 - present. Diagnosis or reason for use: denture adhesive. Caused me paralyze in 2004, numbness in 2003, tingling hands/feet in 2002, muscle weakness set in 2003. Lost balance and coordination in 2003. Neuropathy was diagnosed in 2006.